Manufacturer narrative:
Evaluation summary: the device and the lens were returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. There is no damage observed to the device. The lens was returned separate from the device in a small bag. Viscoelastic was dried on the lens. One haptic is folded in on the optic typical of advancement in the device. The optic is scratched. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the complaint of "injector got jammed, would not inject lens". The product was not returned in the condition described. There was no damage observed to the device. The lens was returned separate from the device. One haptic is folded in on the optic typical of advancement in the device. The optic has a scratch. Based on the lens evaluation, it is possible that a plunger override occurred during lens advancement that could have caused the reported event. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Plunger override may occur: ¿ due to rapid advancement faster than the directions for use (dfu) recommend rate. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. ¿ if the device is overfilled with viscoelastic, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. This product malfunction was originally reported under an alternative summary report (e2001023). The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report e2001023 has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a preloaded intraocular lens (iol) delivery system jammed and the lens would not inject properly. Additional information was requested.